Event description:
It was reported by the affiliate that the (2) 512sd were used during a laparoscopic cholecystectomy procedure. It was reported that the red release button on the sleeve does not work properly, thus activation and deactivation of the scalpel are hardly possible. It was not reported how the case was completed. There was no pt consequence.